Event description:
The customer reported a ventilator had a touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.